Event description:
As reported by the user facility: details of complaint (reported issue): air accumulated in line beeping. Increased nursing time and delay in treatment. Removed line, circle primed (this made it worse). Flicked air bubbles. Pump worked fine with next medication infused, therefore must be the line not the pump. Impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions/side effects with too rapid of an infusion. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication/fluid oxaliplatin/d5. IV rate 130ml/hr.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.